Event description:
Description: we had a free flow event where a full bag of propofol infused in about 5 minutes. The patient was on a ventilator and only experienced hypotension, which responded to a liter bolus. The biomed department was able to recreate the incident. The hinge of the outer door of the bd alaris pump had a crack in it. The outer door closed easily, but it did not create enough force on the inner door pressure pads. As a result the fluid was able to free flow. We did a sweep on our pump inventory and found that there were multiple pumps (7) with a crack on the outer door hinge. The majority of the cracked pumps were manufactured in 2006. Can ismp provide any guidance on pump life expectancy? I believe that the years of use and the repeated cleaning with harsh chemicals has caused the outer casing to become brittle. I just assumed that when pumps were getting towards end of life, that they wouldn't be programmable anymore. I didn't expect free flow to occur. As an aside, we were aware of the alaris concern that was relayed over the summer involving the inner door. (B)(6). (B)(4).